Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a pseudo tumor, corrosion on the femoral stem, metallosis and osteolysis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Medical records were reviewed. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address a pseudo tumor, corrosion on the femoral stem, metalosis and osteolysis. Update rec'd 06/07/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 06/23/2016. Update aug 31, 2017: litigation records received. Litigation alleges friction and wear causing toxic metal ions, pain, discomfort and inflammation. Added complainant information. This complaint was updated on sep 7, 2017 / / investigation method: the patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion with the information provided. Medical records need reviewed medical records reviewed 05 aug 2016--kab. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. See attached report. / / investigation summary: update rec'd 06/07/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 06/23/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Medical records were reviewed. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Update aug 31, 2017: litigation records received. Litigation alleges friction and wear causing toxic metal ions, pain, discomfort and inflammation. Added complainant information. This complaint was updated on sep 7, 2017.